Event description:
The account alleged the head end brake casters swivel while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced both head end brake casters to resolve the issue.